Manufacturer narrative:
The device was serviced on-site by a service technician as part of preventive maintenance. Visual inspection, functional testing, and a review of the alarm log were performed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The f-50 alarm was identified during review of the alarm log. The cause of the condition could not be determined. The device was removed from service. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During product service by a service technician, a flo-gard infusion pump presented an f-50 (master cpu received a trap interrupt) alarm. No additional information is available.